Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported through a manufacturer representative that their pain would not subside. It was stated that the patient was ¿hospitalized for scs (spinal cord stimulation) re-examination;¿ however, it was asked, but unknown whether any surgical interventions had been performed. Additional information was requested to determine whether the hospitalization required an overnight admission or if it was a same-day visit, but no further information was available. The patient was alive with no health damage at the time of report. The patient¿s device remained implanted an in service at the time of report. It was unknown whether any external factors may have caused the event; the cause of the patient¿s pain was asked, but there was no further information available. No further complications were reported or anticipated.